Event description:
The patient reported pain on the back of the knee due to the stimulator being implanted too close to the nerve. An explant procedure was performed on (B)(6) 2022 and replacement stimulators were implanted to go up towards the patient's buttock, still targeting the sciatic. The patient is extremely satisfied and has no issues in the back of their knee.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the waa providing therapy when unintended stimulation/pain occurred, the patient experiencing heat sensation/shock, unintentionally changing waa parameters, the patient having a non-stimwave device implanted, and migration have been ruled out as potential causes. However, the physician placed the leads towards the knee targeting the sciatic nerve, and placed one stimulator too low and close to the nerve, causing pain. The stimulator is used to treat pain. The cause of the pain was due to incorrect surgical technique as the stimulator was placed too close to the nerve (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended. However, issue-2023-0003 has been initiated to evaluate this late complaint and the potential need for escalation to CAPA.